Event description:
Bo-ject needle bent on insertion and when the clinician went to pull it out, the needle separated from the hub and remained in the patient. The needle was removed from the patient without difficulty and the patient did not require further treatment or care as a result of this event.